Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. Model 5076 implantable pacing lead - implanted: 2002 (B)(6); model 694765 implantable tachy lead - implanted 2002 (B)(6). (B)(4).

Event description:
It was reported that the patient received twenty-two inappropriate shocks from the device for atrial tachycardia as the device did not discriminate. It was also reported that the atrial lead had high thresholds, oversensing of farfield r-t waves and undersensing of true atrial events in order not to sense farfield signals. The patient¿s medications and the device¿s settings were changed. The device and atrial lead remains in use. No further patient complications have been reported as a result of this event.